Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a 10-year-old male patient who received gsk toothbrush (dr. Best cool kids) toothbrush (batch number 0263211, expiry date unknown) for dental cleaning. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started dr. Best cool kids. On an unknown date, an unknown time after starting dr. Best cool kids, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with dr. Best cool kids was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr. Best cool kids. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the case was received via call center representative on 24 jan 2021. The consumer reported that "it's about toothbrush cool kids soft for children of 9-13 years. Our son, 10 years old, brushed his teeth with this toothbrush. After about 12 days, the plastic part on the back of the brush head has loosened. Some parts of the plastic have certainly already been swallowed by our son. Enclosed I am sending photos. Of course, you write on the package that you should not chew on the toothbrush, but this can not be completely avoided with children of that age. It has happened to us several times, so we assume that it is not just an isolated case, or that it affects only one series in production. I bought this red toothbrush at the same time as the blue one (in the same drugstore), see also photos attached. I would be happy to hear from you if this problem is known and why such toothbrushes can be bought in the store". Follow up information was received on 13 feb 2021. Additional details: the consumer updated that "it is about symptoms and complaints after using the product. Our son has not had any symptoms or complaints after using the product. I just wanted to point out to your company that the toothbrush is obviously not of good quality if the plastic comes off the toothbrush during brushing". Follow up information was received from quality investigators on 15 march 2021. The product quality complaint was inconclusive. Investigation evaluation: it is always better to have complaint sample, so that investigation can be done properly, to find the root cause. So site categorizes this complaint as inconclusive. Note:-we will be updating this report, as and when further information is provided to the manufacturing site.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Parts of the plastic have certainly already been swallowed by our son [accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6)-year-old male patient who received gsk toothbrush (dr. Best cool kids) toothbrush (batch number 0263211, expiry date unknown) for dental cleaning. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started dr. Best cool kids. On an unknown date, an unknown time after starting dr. Best cool kids, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with dr. Best cool kids was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr. Best cool kids. Additional information: the case was received via call center representative on 24 jan 2021. The consumer reported that "it's about toothbrush cool kids soft for children of 9-13 years. Our son, (B)(6) years old, brushed his teeth with this toothbrush. After about 12 days, the plastic part on the back of the brush head has loosened. Some parts of the plastic have certainly already been swallowed by our son. Enclosed I am sending photos. Of course, you write on the package that you should not chew on the toothbrush, but this can not be completely avoided with children of that age. It has happened to us several times, so we assume that it is not just an isolated case, or that it affects only one series in production. I bought this red toothbrush at the same time as the blue one (in the same drugstore), see also photos attached. I would be happy to hear from you if this problem is known and why such toothbrushes can be bought in the store". Follow up information was received on 13 feb 2021. Additional details: the consumer updated that "it is about symptoms and complaints after using the product. Our son has not had any symptoms or complaints after using the product. I just wanted to point out to your company that the toothbrush is obviously not of good quality if the plastic comes off the toothbrush during brushing".